Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated. The assignable root cause is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set in which nurse found the tubing of the set was disconnected from the chamber. The reported condition was observed when nurse opened the package. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.